Event description:
Caller alleged that the following results were obtained on a neonate patient, using the inform system, in less than 10 minutes apart: 54 mg/dl (inform meter) and 85 mg/dl (lab). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.